Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to procedure, the atrial lead exhibited intermittent over-sensing due to reproducible noise. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.